Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l57852, implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone (6.0 mg/ml at 2.0 mg/day), clonidine (1500 mcg/ml at 500 mcg/day), and bupivacaine (40 mg/ml at 13 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient's current healthcare provider (hcp) discharged them and agreed to fill the pump one last time, but now they pump needed to be refilled and they still did not have a replacement hcp.  The patient went to the emergency room (ER) on (B)(6) 2021 to see what they could do for the pump and confirmed there was no issue with the pump. It was reported the pain was so bad even with the pump implanted and the pump had been no help.  The patient had a pump study done and was told the pump was fine. It was noted other doctors said they have all the signs of a granuloma, but they could not see it. The patient had been in pain since 2009. The patient's relevant medical history included the patient had been sick for 29 years and were bed ridden. Physician listings were sent to the patient.